Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the display coiled cable and power cord, performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported screen going blank and alarming and was able to reproduce the reported issue. The fse was able to confirm that the connection for the display with the coiled cable was weak and loose which was causing it to turn when moved. To fix the issue the fse ordered the parts and will return once the parts are received. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had the screen going blank and alarming. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.